Event description:
Healthcare professional (hcp) reports a blood leak with the psn 210 dialyzer during a pt treatment. The leak occurred at the connection of the venous blood line to the venous end of the psn 210 dialyzer approx. One hour into the hemodialysis treatment. The estimated blood loss was 100cc. The hcp tightened the connection and the treatment was continued and completed without further incident per the hcp. No pt injury or medical intervention was required.